Manufacturer narrative:
D4: possible serial numbers (B)(6) and (B)(6). H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the patient was admitted to the hospital due to a pump malfunction. Per reporter, the infusion rate was 3.5 ml per hr with a concentration of 1.5 mg, administered via a central line. The exact malfunction of the pump was not indicated by the customer. The infusion was life sustaining.